Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving appropriate hv therapy. During device interrogation the device was noted to be in back up vvi mode. A device download was performed successfully. The patient was in stable condition.